Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The device remains implanted and is not available for evaluation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and mesenteric perforation. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was implanted with a trapease vena cava filter which subsequently malfunctioned, causing injury, including, but not limited to filter tilt and positive for mesenteric perforation that caused injury and damage to the patient.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and mesenteric perforation. The patient reported becoming aware of filter tilt and perforation of filter struts outside the inferior vena cava (ivc), approximately nine years and ten months post implant. The patient also reported pain in the pelvic area and lower back, skin ulcers, discoloration of the right lower leg, and right leg swelling related to the filter. According to the implant record the indication for the filter implant was right lower extremity deep vein thrombosis, morbid obesity, and a history of pulmonary embolism with chronic lung issues. The filter was placed via the right internal jugular vein and deployed at the level of l3. The patient tolerated the procedure well. Approximately nine years and ten months post implant a computed tomography (CT) scan was performed to evaluate the filter. Results of the scan noted that the ivc filter is in place within the lower ivc, dense linear objects were seen within both common iliac veins, which were not entirely included in this scan, extending to a level just below the filter. It was recommended to correlate the findings in the iliac veins with prior interventional procedure history. Additional review of the same scan images was performed approximately five months after the initial scan. The review of the CT images focused solely on the ivc filter and noted a 4 mm mesenteric perforation, tilting with the apex against the wall and ivc stenosis. There was no fracture nor migration. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Pain, leg discoloration, ulcers and swelling do not represent a device malfunction and may be related to the patient¿s history of right lower extremity dvt and morbid obesity. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. P style="margin: 0in;" g1.&nbsp; MDR reporting contact name and address pp style="margin: 0in;" pp style="margin: 0in;" g1.&nbsp; manufacturing site name and address&nbsp; pbrbr.

Event description:
Additional information received per the medical records indicate that the patient has a history of chronic lung issues, pulmonary embolism (pe), morbid obesity and right lower extremity deep vein thrombosis (dvt). The filter was implanted via the patient's right side internal jugular vein. The tip of a sheath was positioned at the l3 level and the filter was deployed. Post deployment of the filter, it was somewhat difficult to visualize due to the patient's body habitus and post procedure films made it difficult, but the filter was projected at the l3 vertebral body. Post procedure chest x-ray showed no evidence of complications such as pneumothorax. The patient tolerated the procedure well. The results of computed tomography (CT) scans done approximately nine years and ten months after the index procedure indicate that the filter was in place within the lower inferior vena cava (ivc). Dense linear objects were seen within both common iliac veins which were not entirely included in this scan. These extend to a level just below the filter. The radiology report states that the following results were found: 4 mm mesenteric perforation, tilting with the apex against the wall and ivc stenosis. There was no fracture nor migration. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt and perforation of filter struts outside the inferior vena cava (ivc). The patient became aware of the reported events approximately nine years and ten months after the index procedure. The patient continues to experience pain (pelvic area and lower back), skin ulcers, discoloration of right lower leg, and right leg swelling.